Event description:
It was reported to medtronic that the physician was experiencing some difficulty with changing the valve settings. It was also reported that the pt was experiencing the symptoms of hydrocephalus.

Manufacturer narrative:
The product was not available for return as it is still implanted in the pt. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. Additional pt/device information: it was reported that the pt's proximal catheter is improperly positioned and thus there is limited flow of csf. Due to this, the valve does not spontaneously refill. The physician was inquiring to medtronic neurosurgery about how to adjust the valve settings to get the valve to refill. The physician believes that the shunt should be reviewed to a frontal placement. It was later reported that the pt has decided to have the shunt revised.